Event description:
Event description guidant received information that the doctor was concerned about the leads in the pacing system due to varying lead impedances and increased thresholds. During an exploratory procedure they discovered that the header had cracked away from the pulse generator. The leads were ok. The device was explanted and replaced. The patient has had no injury and is stable.

Event description:
Boston scientific crm received information that the physician was concerned about the leads in the pacing system due to varying lead impedance and increased threshold measurements. During an exploratory procedure, it was discovered that the device header had cracked away from the pulse generator. It was also noted that the leads appeared to be fine. The device was explanted and replaced. The patient has had no injury and was stable.

Manufacturer narrative:
The device was returned with the header separated from the pulse generator. Inspection of the feed through wires indicated that the header was pulled away and fractured of the wires. There was no evidence of mechanical cut. There were no irregularities observed in the header. Microscopic visual inspection noted that all setscrews moved freely and operated normally. An is-1 lead was inserted into each lead barrel and each set screw tightened on the lead pin without difficulties. Finally, probes were used to make connections to the feed through wires. Pacing outputs were observed in both chambers while in ddd parameters. The lead impedance and threshold testing were performed and found to be within specifications. Four years later the device was taken from archive for further analysis. When the device was received the header was separated from the pulse generator case. Additional visual inspection when the device was removed from archive noted that no medical adhesive was on the pulse generator case and the medical adhesive on the bottom of the header noted adequate coverage. The loose header does not appear to be induced as originally suspected.